Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Without the alleged defective wrap the cause of "the black magnets were broken" cannot be determined. Review of records does not provide evidence to support defective product, retain inspection did not show any defects. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date.

Event description:
Event verbatim [preferred term] the black magnets were broken [device leakage] , . Case narrative: this is a spontaneous report from a contactable consumer reported for himself. A male patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) lot number n15776, expiration date mar2019, via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. The patient purchased the thermacare lower back and hip heat wraps and neither wrap got hot and in one of them the black magnets were broken. He did not have the wraps to provide as a sample. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to product quality complaint group: the root cause category is non-assignable (complaint not confirmed). Without the alleged defective wrap the cause of "the black magnets were broken" cannot be determined. Review of records does not provide evidence to support defective product, retain inspection did not show any defects. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Follow-up (03jan2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. No follow-up attempts are needed. No further information is expected. Company clinical evaluation comment the event "in one of them the black magnets were broken" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "in one of them the black magnets were broken" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.